Event description:
It was reported that the insulin pump had a blank display, and battery out limit. The blood glucose reading was 450 mg/dl. The customer stated that part of the reason for the high blood glucose readings were that they had eaten lunch. The high blood glucose readings were treated with a bolus. The customer states that she has been consulting a health care professional because she has been having issues with her sugar. The history showed that the customer had a weak battery alarm. Troubleshooting was conducted. It was stated that the customer was able to clear the alarm. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.